Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately ten years post deployment, CT abdomen revealed that there were two detached limbs and some legs extended beyond the ivc, into the retroperitoneal fat. At least 2 - 4 legs penetrated the posterior wall of the duodenum. Therefore, the investigation is confirmed for the perforation of the ivc wall and filter detachment. However, the investigation is inconclusive for the retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and due to high risk of venothromboembolic disease. At some time post filter deployment, it was alleged that the filter struts detached and perforated. The device has been removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.